Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the bag broke. This same malfunction occurred two times on 2 separate devices with the same lot number. No patient injury.